Event description:
It was reported that the vns pt would be having their generator replaced for an unk reason. F/u with the surgeon found that the pt's mother stated that the pt's seizures had been increasing and swiping the magnet over the generator was not aborting the pt's seizures. The surgeon later confirmed that the generator has been replaced due to approaching end of service. A battery life calculation has been performed using the info available to the MFR that estimated approx 1.24 yrs until end of service at the time of explant. The explant vns generator has been returned and is currently undergoing analysis. Attempts for further info have been unsuccessful to date.